Manufacturer narrative:
The recipient's skin flap has reportedly worsened. The recipient presented with pus at the implant site. The recipient was treated with IV antibiotics for 4 days followed by an oral antibiotic. The recipient was hospitalized to undergo a flap surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site has reportedly healed. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced device extrusion, skin flap breakdown, and an infection. The recipient was hospitalized and prescribed ceftibuten. The recipient's wound was treated with a mini vac drainage. On (B)(6) 2018, the device was repositioned and placed under thicker skin. The recipient's infection has resolved.

Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent skin flap surgery to cover the exposed skin. The recipient was prescribed an oral antibiotic and ceased device use. The recipient is healing well. Di